Event description:
A patient called for replacement cards and additionally reported adverse events. On (B)(6) 2006 the patient had two cypher stents placed in the lad due to "mild cardio-infraction" heart attack discovered following presenting with symptoms of stabbing pain in chest and numbness in unspecified arm. After stent placement, physician prescribed: effient 10 mg, lipitor 40mg, lisinopril 20 mg, lovola 1 gram, aspirin 81 mg, levothyroxine 75mcg and ranexa 500mg. Beginning (B)(6) 2014 patient experienced a seizure, fever of 105 degrees and coma. As treatment, patient was placed in ICU, had unspecified tests, was put on a bed of ice", a spinal tap results of which were not obtained at time of call and on (B)(6) 2014 an unspecified stent was placed in lad. Events resolved. Patient was hospitalized for a total of 4 days for all events.

Manufacturer narrative:
A (B)(6) year old male patient with medical history including remote smoking and hypertension called for replacement cards and and additionally reported adverse events. On (B)(6) 2006 the patient had two cypher stents placed in the lad due to "mild cardio-infraction" heart attack discovered following presenting with symptoms of stabbing pain in chest and numbness in unspecified arm. After stent placement, physician prescribed: effient 10 mg, lipitor 40mg, lisinopril 20 mg, lovola 1 gram, aspirin 81 mg, levothyroxine 75mcg and ranexa 500mg. Beginning (B)(6) 2014 patient experienced a seizure, fever of 105 degrees and coma. As treatment, patient was placed in ICU, had unspecified tests, was put on a bed of ice", a spinal tap results of which were not obtained at time of call and on (B)(6) 2014 an unspecified stent was placed in lad. Events resolved. Patient was hospitalized for a total of 4 days for all events. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Restenosis is a known potential adverse event associated with implanting coronary artery stents and is often associated with the progression of coronary artery disease. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken. Please note that this is one of 8 reports associated with this patient and the report numbers are 3003742446-2015-00025, 3003742446-2015-00026, 3003742446-2015-00027, 3003742446-2015-00028, 3003742446-2015-00029, 3003742446-2015-00031 and 3003742446-2015-00032.

Manufacturer narrative:
A patient called for replacement cards and additionally reported adverse events. On (B)(6) 2006 the patient had two cypher stents placed in the lad due to "mild cardio-infraction" heart attack discovered following presenting with symptoms of stabbing pain in chest and numbness in unspecified arm. After stent placement, physician prescribed: effient 10 mg, lipitor 40mg, lisinopril 20 mg, lovola 1 gram, aspirin 81 mg, levothyroxine 75mcg and ranexa 500mg. Beginning 2007 patient experienced "needed glasses". As treatment, patient went to ophthalmologist and neurologist and was prescribed reading glasses. Event improved but remained ongoing. Beginning 2009 the patient experienced chest pain and angina. As treatment patient had a stent placed in lad (boston scientific reference 39114 -1640.) Hospitalization information not obtained at time of call. Event resolved. Beginning (B)(6) 2013, patient experienced chest pain. As treatment, physician placed one unspecified stent in lad. Physician prescribed metoprolol 25 mg post stent placement. Patient was hospitalized overnight. Event resolved. Beginning (B)(6) 2014 patient experienced a seizure, fever of 105 degrees and coma. As treatment, patient was placed in ICU, had unspecified tests, was put on a bed of ice", a spinal tap results of which were not obtained at time of call and on (B)(6) 2014 an unspecified stent was placed in lad. Events resolved. Patient was hospitalized for a total of 4 days for all events. Beginning (B)(6) 2014 after spinal tap, patient experienced pain in "spinal tap area" physician was aware. As treatment, patient took motrin 800 mg or percocet 10/325mg as needed for pain. Event remained ongoing. Beginning (B)(6) 2015, patient experienced chest pain and angina. As treatment, patient had 2 unspecified stents placed in lad. Patient further reported ¿a stent had collapsed and was replaced¿. Patient stated he was unsure which stent collapsed. Patient reported he was unsure if the stent that collapsed and was replaced was 1 of the 2 placed on (B)(6) 2015 or in addition to the 2 placed on (B)(6) 2015. No further information obtained.concomitant medications effient blood thinner 10/daily ((B)(6) 2006 - ong) lipitor high cholesterol 40/daily ((B)(6) 2006 - ong) lisinopril blood pressure 20/daily ((B)(6) 2006 - ong) lovola cholesterol 1/twice daily ((B)(6) 2006 - ong) aspirin for heart 81/daily ((B)(6) 2006 - ong) levothyroxine hypo thyroid 75/daily ((B)(6) 2006 - ong) metoprolol for heart 25/daily ((B)(6) 2013 - ong) ranexa for oxygen in arteries 500/daily ((B)(6) 2006 - ong) motrin pain 800/prn ((B)(6) 2014 - ong) percocet pain 10/325/prn ((B)(6) 2014 - ong)the product remains implanted and is thus not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt. Please note that this is one of 8 reports associated with this patient and the report numbers are 3003742446-2015-00025, 3003742446-2015-00026, 3003742446-2015-00027, 3003742446-2015-00028, 3003742446-2015-00029, 3003742446-2015-00030, 3003742446-2015-00031 and 3003742446-2015-00032.